Event description:
It was reported that on event date a pt was moved from l&d to the subject device. At that time pt axillary temp was 36.5c and the warmer was set in servo (pt control) mode at 36.7c. The pt was placed on their back with a disposable probe placed over their spleen. Thirty minutes later the nurse went to assess the pt and observed pt to be very red over the area of their body that was exposed to the heater. The display temp on the warmer was 36.6c, but pt's axillary temp was 38c. The pt was removed from the unit and bathed, and within two hours their temperature returned to normal. The pt was placed back under the warmer with a new probe and the nurse observed the pt for the next 30 minutes. The control temp was set at 36.2c, but the pt's axillary temp was 37c. The nurse pulled unit out of service. The pt is fine.